Event description:
The patient claimed that the ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced

Manufacturer narrative:
Follow-up #1 12/07/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no physical damage was found to the keypad. All keypad buttons were found to be functioning normally when pressed. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the pump casing paint was found to be worn around the corners.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.